Event description:
It was reported that a patient underwent a paroxysmal procedure with a vizigo sheath and a small wire ¿like a fishing tiny wire¿ issue was observed. After mapping with the octaray mapping catheter for creation of the map, there was a small wire ¿like a fishing tiny wire¿ attached to a spline and was getting out while the physician was withdrawing the catheter from the vizigo sheath. They changed the octaray mapping catheter and was not introduced after into the patient. The physician put the small wire aside; however, it was lost. Therefore, unable to put the wire in the bag with the octaray mapping catheter. The wire was about 1-2 feet tall. No patient consequence. Additional information was received on 24-sep-2025. No picture taken. It was attached to one of the octaray mapping catheter¿s spline¿s. Physical damage not noticeable with eyes but the small wire they were able to see it like a fishing wire. Wires exposed from the catheter. They did not see any lifted or sharp rings from the catheter. No difficulty at all experienced while maneuvering the catheter or during withdrawal. It was from the first 5 minutes right when they switched from the octaray mapping catheter to the ablator. The brk-1 98 cm needle was not pre-shaped previously. Clarification was received on 08-oct-2025 which indicated impossible to see the damage but there was a small wire (like a fishing wire coming out of one of the splines). No picture as the physician lost the wire before they were able to do picture or put it in the pqs bag. With the information available, the issue of the small wire ¿like a fishing tiny wire¿ was assessed as MDR reportable under the vizigo sheath.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).